Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "cuff did not remain inflated, leaked / cuff was not inflated properly / cuff was not seated properly. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that multiple educators were reporting that the dignishield was leaking around the insertion area. This had been happening for a few months and they have re-educated staff with watching the video, reviewing data on posters and frequently asked questions, giving bedside assistance and paying close attention to the water filling. There still seems to be leaking and the units were wondering if they could ask for a visit to help them troubleshoot. There might be others that want to see someone too but right now these were the units asking for some help.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that multiple educators were reporting that the dignishield was leaking around the insertion area. This had been happening for a few months and they have re-educated staff with watching the video, reviewing data on posters and frequently asked questions, giving bedside assistance and paying close attention to the water filling. There still seems to be leaking and the units were wondering if they could ask for a visit to help them troubleshoot. There might be others that want to see someone too but right now these were the units asking for some help.